Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer, leakages of the needle free connector during injection of anticancer drugs. No other information was provided. - anticancer drugs: cetuximab.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. Two photographs of a safestep infusion set were returned for evaluation. An initial visual observation of the photographs showed a syringe connected to the y-site of the device; however, no damage or leaks could be seen on the sample in the returned photographs. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, leakages of the needle free connector during injection of anticancer drugs. No other information was provided. Anticancer drugs: cetuximab.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 20ga x 0.75¿ safestep infusion set. No obvious evidence of use residue was observed on the sample. The sample was returned with the safety engaged. An attempt to flush the sample with water using a 12ml syringe revealed a leak at the y-site. Microscopic inspection of the leak site revealed a longitudinal crack in the base of the white luer adaptor on the y-site. The root cause of the crack could not be determined; however, possible causes include exposure to chemicals or environmental conditions. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, leakages of the needle free connector during injection of anticancer drugs. No other information was provided. Anticancer drugs: cetuximab.